Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed lid and bezel damage. Functional evaluation revealed the unit presented a voltage calibration error. The complaint was confirmed and a root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include connecting a shorted or defective rf wand which could result in damage to the rf pcb. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the set temp button and coag button were flashing. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit had a voltage cal failure which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.